Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating peeling on the insertion site could not be determined, however, the issue was likely the result of physical stress. The event can be detected by following the instructions for use which state: ¿·preparation and inspection - inspection of the endoscope¿ ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿. The event can be reduced/prevented by following the instructions for use which state: ¿·important information ¿ please read before use¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on bending section cover, water tightness was lost. The distal end was shaved. The universal cord had a scratch. The device exhibited reduced angulation. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, leakage from the bending section cover of the bronchovideoscope was noted during reprocessing. The device was returned and an evaluation revealed, the coating of the connecting tube was peeled off (one (1) millimeter square (mm2) or more). This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.